Event description:
The customer reported that the subject device was blowing out black debris, and it failed the leak test. The issues were observed during reprocessing of the device. There was no patient or user injury reported due to the event. This report is being submitted for the black debris.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the biopsy channel was torn and leaking heavily. In addition, a stain was observed around the image caused by fluid ingress in the image guide. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to improper reprocessing. Olympus will continue to monitor field performance for this device.